Event description:
The guide catheter was advanced in the usual manner and the coronary artery was engaged. The lesion was very difficult to cross with a bmw angioplasty wire but did cross, and again was difficult to place distal to lesion. The lesion could not be crossed with voyager 1.5 x 12 balloon. At this time, the guidewire was extended and an apex 1.5mm balloon was inserted and due to heavy calcification was advanced with difficulty into the lesion. This was dilated to 12 atms and we noticed that the balloon burst. Attempts to remove the balloon gently were unsuccessful. When the balloon finally came out, it was noticed that a small portion was sheared and remained in the lesion. A repeat coronary angiogram was done and showed timi 3 flow with the part of the balloon in the lesion. Then the procedure terminated and surgery called for CABG. Pt is stable. Angiomax d/c, heparin started.